Event description:
The customer contacted stryker to report their device did not deliver defibrillation as expected. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and confirmed the reported issue. The device has been returned to stryker for further investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.the customer has received a replacement device.sec. A, field a1, patient identifier has been left blank due to character limitations the value is: (B)(6).stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information.